Manufacturer narrative:
Findings: pump received with no button response due to unlocked lcd keypad connector. Performed a bolus wizard testing and all functional testing including the displacement rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Insulin pump received with cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 26 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.